Event description:
The physician had inserted the entry needle and was advancing the 0.018" wire supplied in this kit when an obstacle was met and the wire could not be advanced. The physician removed the entry needle and tried to remove the wire. The wire seemed to get snagged on something inside the patient and when some backward pressure was applied, the wire began to unthread and uncoil. The wire was eventually removed, but a small piece of the tip of the wire remained in the patient. A piece of the tip of the wire was unable to be retrieved and remained inside the patient's body. As a result of this occurrence the patient was given antibiotics and returned to the ward for observation. Though there was no immediate adverse effect to the patient as a result of the tip of the wire remaining inside the body, the physician will advise the rep if any side effects are noted at a later date. Additional information received from representative: no further complications with the patient and they will not attempt to remove the piece of wire.

Manufacturer narrative:
(B)(4) - tip breakage is demonstrated on the label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label, we illustrate: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide (the distal weld ball is missing). The reasons for this type of device failure are typically: difficulty withdrawing the device, or the wire guide is damaged through contact with the needle or other instrument. A tortuous anatomy could also result in excess force being required to withdraw the wireguide causing the damage seen on this device. At this time we cannot determine with any degree of certainty why this failure occurred. We will continue to monitor for similar complaints.